Event description:
The clamshell was placed with no issues on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the bend relief from the metal connector on the patient¿s driveline was confirmed based on the analysis of the submitted photograph. A photo of the distal portion of the patient¿s driveline was submitted which confirmed damage to the patient¿s controller connector bend relief, requiring a clamshell repair. It was reported that the distal end bend relief is tearing away requiring a clamshell repair. The area was secured with rescue tape at the time. A clamshell repair was performed without issue by technical service specialist on (B)(6) 2021. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU, rev. C. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 07aug2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the distal end bend relief of the driveline was tearing away. The area was secured with rescue tape and a clamshell repair was scheduled for (B)(6) 2021.